Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient occasionally and without any provocation, he would feel stimulation jump up to higher settings and it appears to shut off adaptivestim. Checked all wiring and adaptivestim positions. The rep reported all readings were within normal limits. Patient reported they were given a program that was the same as he was using but did not have adaptivestim activated. After 1 week of using the program with no adaptivestim the issue was resolved. The rep reported that after the patient left the office, he found him in the parking lot and showed his controller. The as had somehow shut off as there was no position indicated and current was much higher. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was unknown, the patient repo rted it only happened on program a. Rep spoke with the patient who reported he was doing great on the other programs and would contact rep if he needed further reprogramming. Issue was reported to be resolved.